Event description:
A report was rec'd via FDA's medical products reporting system that an ophthalmologist reported a female pt developed fusarium keratitis in the right eye while using renu (type unknown). The ophthalmologist performed a culture of the pt's cornea and contact lens case, and the results confirmed fusarium infection. The pt was treated with natamycin. The pt keratitis have resolved with good vision and a peripheral scar.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to the report fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.